Manufacturer narrative:
Please note that additional information indicated the ins was not received for analysis and instead remained implanted.

Event description:
Additional information reported the patient did not want further surgery, so to be safe, was only charging for short periods of time. The patient was charging less than an hour at a time due having previously experienced burning over the ins when recharging. It was unknown whether the event was caused by the patient's ins or recharger, but it was noted the recharger should have stopped charging before the patient sustained evidence of heat trauma to his skin over the ins (redness that lasted >2 days). The patient's recharger had been replaced previously and the ins remained in situ at the time of follow-up.

Event description:
Additional information received from the manufacturer representative on (B)(6) 2015 reported that the patient was given a new recharger and that the patient does not think the device is overheating anymore. It was noted, the patient was doing shorter recharges more often as the patient wanted to avoid device replacement. Further follow-up has been requested to clarify the reason for explant of the implantable neurostimulator.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. (B)(4)

Event description:
The ilioinguinal neuropathy patient reported their recharger displayed a power on reset (por) message and was unable to switch on their implantable neurostimulator (ins). The por was subsequently cleared when the patient met with a manufacturer representative. Impedance testing was performed and found no impedance issues. The patient also noted that the device pocket (left buttock) feels hot when recharging. It was stated that the last time he recharged for more than 45 minutes, the skin over the ins became hot and inflamed and stayed inflamed for the following two days. It was noted it was the recharger that was overheating. The patient's recharger was replaced as a result in an attempt to resolve the situation; though it remained unknown whether this resolved the issue. There were no surgical interventions planned or undertaken and the patient was alive with no injury at the time of report. The ins was received by the manufacturer with no information regarding its return. Additional information has been requested regarding any interventions that were performed as a result of the above information and to determine the patient's outcome; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.